Event description:
It was reported by the customer that their insulin pump was low battery and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose levels. Customer's blood glucose level was 594 mg/dl at time of hospitalization. Customer declined troubleshooting and doesn't believe there is an issue with the device. Blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).